Event description:
It was reported that following an implant the patient was unable to feel stimulation. The leads were intended to be placed subcutaneously around the buttocks, but they were placed too deep. Extensive re-programming was attempted; however, even when the implantable neurostimulator (ins) was programmed to 10.5 v, the patient barely felt it. The system was removed. It was reported the ins was in "over-discharge" and the patient had no need for it.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).